Manufacturer narrative:
Additional information added to b5. Health effect clinical code 1type of report and health effect impact code 1 have been updated. This investigation is complete.

Event description:
There were no patient complications.

Manufacturer narrative:
Correction: d4 correct UDI number.

Event description:
The user facility reported the yellow punch from sleeve was inside and ended up in patient''s eye. Additional information has been requested.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product sample was not available so we were unable to investigate further for a root cause. The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.